Event description:
It was reported that there was damage to the pump housing, particularly at the usb port and pins, affecting the customer's ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for the replacement of the pump under warranty, instructed the caller on returning the problematic pump, and ensured the customer was aware of using the current pump until the replacement arrived.